Event description:
In the process of contacting the pt to inform pt that generator may be nearing end of service, it was discovered that the pt's device was explanted as result of an infection located in the chest incision. Attempts to obtain additional info have been unsuccessful to date.